Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited high pacing impedance out of range and high pacing thresholds. Furthermore, after performing a high-output stimulation for a few minutes, a decrease in the pacing impedance was observed, but the threshold remained the same. No noise emerged during the evocative maneuvers. The technical services (ts) mentioned that this behavior could indicate the presence of fibrosis or ionization at the tissue electrode interface. The ts recommended to performed troubleshooting options. This ICD remains in service. No adverse patient effects were reported.